Event description:
It was reported that the pump's usb port was damaged and loose, the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.